Event description:
Same case as MDR ID #: 2134265-2014-00627. It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified mid/proximal right coronary artery (rca). A 1.50mm x 15mm maverick² balloon catheter was first advanced for dilatation. On first inflation at 8 atmospheres, the balloon ruptured. The device was removed and was exchanged with a 2.00mm x 15mm maverick² balloon catheter. However, on first inflation at 8 atmospheres, the balloon ruptured. The device was removed intact from the patient's body. The physician then continued with the used of a 0.9 laser followed by a 3.0x15mm nc quantum apex balloon catheter. The procedure was completed with placement of two promus premier stents. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).